Event description:
The following article "percutaneous closure of aortic pseudoaneurysm by amplatzer occluder device - case series of six patients" reported the following adverse event(s): a 26-mm aso was deployed. Post procedure angiogram revealed the amplatzer device to be in the lumen of aorta rather than the pseudoaneurysm; it was confirmed by CT scan. Again retrocannulation of the right femoral artery and left axilliary artery was performed and attempts were made to retrieve the device, but were unsuccessful. The patient became hypotensive. Open sternotomy was performed and her chest was full of blood. Cardiopulmonary resuscitation was initiated. However, she could not be resuscitated and finally died. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.